Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during support of the impella 5.5 it was found to be in mitral sub-annular structures at p6. Impella was repositioned at p2 and rotated towards the left ventricle (lv) apex with good positioning. A left ventricle caused by impella repositioning was noted. This was managed by surgical patching. Impella repositioned and hemostasis was achieved. It was also reported that the patient was to go to cardiovascular operating room for resternotomy to evacuate large clot near the right ventricle. Severe right ventricular (rv) failure overnight with inability to flow above p6/3.8l and more negative lv diastolic pressures, combined with severely depressed papi of 0.5 on average. Care team has begun seeking to transfer this patient to a facility which can offer advanced therapies. Bedside echocardiogram revealed severely underfilled rv/lv with appropriate rv function despite low papi and a large clot was revealed to be in the pericardial space. A sternotomy and exploration to evacuate clot near rv. Large volume clot removed and additional drain placed in the space. Upon removal of the clot impella immediately able to be ramped back up to p8 with flows of 5l/min with no suction alarms. There is ongoing thrombocytopenia after cardiac surgery. Platelet (plt) count out of proportion low to clinical picture in the setting of several plt transfusions. A hit panel was sent which was reported negative. The patient has undergone a second procedure for chest exploration washout and now has an open chest. Low dose heparin was started yesterday for impella related anticoagulation. The patient was weaned successfully and survived.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. Thrombocytopenia : the cause of the injury was not determined due to insufficient clinical details. Thrombosis : the root cause of the injury was unable to be determined due to insufficient clinical details. Vessel perforation : the cause of the injury was not determined since product was not returned and insufficient clinical details provided. Device history review: the device passed all the post sterile inspection checks.